Manufacturer narrative:
The investigation being conducted by the isi field service engineer (fse) is ongoing; however, the results of this investigation will be provided in a follow-up MDR upon completion.

Event description:
It was reported that during a da vinci si pyeloplasty procedure, the surgeon observed energy coming from both the monopolar and bipolar instruments when the monopolar cautery was intended to be activated. The patient experienced a small bowel injury which was successfully resected. The patient was hospitalized for 2.5 weeks before being discharged home. No further information has been provided.

Manufacturer narrative:
(B)(4).